Manufacturer narrative:
(B)(4).

Event description:
It was reported by the doctor that the rhd2.5 driver did not fit correctly to the implant mount tsv6h8. The doctor tried the driver on different mounts and did not release either. Doctor could finally place the original implant with the same driver but driver was removed with difficulty.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One zimmer latchlock hexdriver was returned for inspection. A visual examination revealed that the product shows signs of wear consistent with use. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed and the following information was identified: instructions for use for screw-vent® implants 9665 rev 0- 09/14. Information identified: technique information ¿ step 6. Rotate the fixture mount/transfer clockwise to thread the implant into place. Remove the insertion instruments. Optional: make a stage-one, full-arch, elastomeric impression using the fixture mount/transfer as a transfer. Alternatively, the fixture mount/transfer can be removed and used as a transfer after the healing period. Insert the 1.25mmd hex driver with gemlock retention [hxgr1.25, hxlgr1.25] into the fixture mount/transfer, unthread the coupling screw and remove the fixture mount/transfer from the implant. When placing internal hex implants into dense bone, thread the implant into the osteotomy until slight resistance is encountered, then remove the fixture mount/transfer and complete seating with the appropriate hex driver or hex drill [rh2.5, rhl2.5,rhd2.5]. Additionally, the fixture mount/transfer can be used as a temporary abutment for provisional restorations. For more detailed instructions, please refer to the tapered screw-vent® and screw-vent implants surgical manual #5161. Product was functionally tested. The driver assembled correctly with a mating implant and implant mount, and disengaged as normal. The reported event is therefore unconfirmed. A root cause could not be determined. The following sections have been updated: date of this report. Manufacturer. Device expiration is n/a. UDI number is n/a. Contact office. Manufacturer's contact office. Date received by manufacturer. Checked "follow-up." Checked follow-up type. Changed "no" to "yes." Date of manufacture. Entered evaluation codes. Added manufacturer narrative.